Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's product investigation laboratory the inlet air path assembly was observed to have pulled away from the adhesive. The inlet air path assembly needs replaced to address the issue. There was no evidence of foam degradation.

Manufacturer narrative:
Section b5 was captured incorrectly in the previous report; it should be reported as: the manufacturer previously received information that the patient alleged that when the device provided the flow, a noise occurred and the supplied pressure was unstable.  A ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's product investigation laboratory, the inlet air path assembly was observed to have pulled away from the adhesive. The inlet airpath assembly needs to be replaced to address the issue. There was no evidence of foam degradation.  The reported issue was not duplicated during an operational checkup at the manufacturer's service center. By checking the inside of the device, it was confirmed that the soundproof material of the inlet air path assembly peeled off. As a result of this, it is possible that the issue occurred due to an air flow hindrance in the air inlet path, causing resistance to the blower's intake. It was replaced with an improved inlet air path assembly. The motor blower assembly and stirring fan foam were replaced since noise occurred during the operational inspection. Performed a repair test, alarm check, battery check, run-in test, and cleaning, then confirmed the unit operated properly.  Section b3 date of event and h4 device manufacture date were captured incorrectly in the previous report. It has been corrected in this report.